Event description:
It was reported that the customer received a button error alarm on the insulin pump, which was tucked inside her sports bra while she was at the gym. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 130 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage to the keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with a severely scratched display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.